Manufacturer narrative:
Block h6 (device codes): imdrf device code a050702 captures the reportable event of device failure to cut.

Event description:
It was reported to boston scientific that a captivator cold snare was used in the colon for a polypectomy removal procedure, performed on (B)(6) 2026. During the procedure, the snare failed to cut the polyp. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.